Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This device has not been returned for analysis. No additional adverse patient effects were reported.